Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose levels. His blood glucose level went from 427 mg/dl to 484 mg/dl. The customer had nausea and diarrhea for the last five days. He treated his high blood glucose level with boluses using the insulin pump. The customer contacted their health care provider regarding the unexplained high blood glucose levels. Air bubbles were found in the tubing near the cap. The device was not returned.